Event description:
Had 4 surgeries to get my hip right. (B)(6) had a biolet g7 60 mm hip replacement put on (B)(6) 2022, it got infected and they did a clean it out (B)(6) 2022, that didn't help a bit. (B)(6) was in pain everyday until (B)(6) found a surgeon that took me as a patient, and he did surgery on my hip to remove the old hip that was put in. When he went to take it out it was full of infection and it was loose and had all kinds of brownish red rubbery particulates. As soon as (B)(6) come out of surgery, the pain was gone. He put a spacer in and had me on IV antibiotics for 6 weeks, 3 times a day, that cleared the infection up. In (B)(6) 2023 he put a hip in, (B)(6) can walk a little now without a cane. The biolet g7 60 mm was a class 2 recall, my was not in the lot number recall, but everything that happened with my hip was what the was recall for, it has been a living profanity, not able to do anything and not able to work. Thanks (B)(6).